Event description:
On (B)(6) an I&d of the knee and wounds was performed to address the open wounds and put new would bags on. The surgeon also went into the joint space to clear out the hematoma that had formed in the compartment following a mako tka surgery that took place on (B)(6) 2021.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.